Event description:
It was reported that the patient with this inflatable penile prosthesis experienced reservoir erosion into the bladder. The device was explanted. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced reservoir erosion into the bladder. The device was removed and replaced. No further patient complications were reported.